Event description:
It was reported that (5) devices were used during a low anterior resection. It was reported by the affiliate that the tlc55 was taken from the box and fired across the bowel. The device was reloaded with a tcr55 and attempted to fire, would only go 2-3 mm. Another tlc55 was opened and fired perfectly. When a tcr55 reload was inserted into the 2nd tlc55 being used, the same thing happened (it slightly moved). Another tlc55 was placed in this 2nd device and again only fired partially. A 3rd tlc55 was opened and fired to complete the case (this 3rd device was not reloaded). There was no consequence to the pt.